Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion. There was no longevity test performed due to battery voltage at elective replacement indicator (eri) on (B)(6) 2008. Based on this data, the time from eri to explant date is greater than one year.

Event description:
It was reported that the patient had problems since their first device failed to warn them that the battery was dead. The patient stated that they run out of breath sometimes. The device was explanted and replaced approximately one year ago. No further patient complications have been reported as a result of this event.